Event description:
It was reported the patient was not receiving effective therapy. The catheter would not aspirate. The physician opened the pump pocket and pulled the connector off and aspirated through the catheter port. They changed out the connector. It was noted "have not heard anything negative about patient therapy since procedure". The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a catheter revision performed due to a catheter occlusion. No further details were provided regarding the revision. Reporter stated there were no patient symptoms to report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).